Event description:
The defibrillator intermittently shuts down in battery mode. The problem occurred while monitoring a pt (age and gender unk.) The user plugged the unit into ac power and continued to use the device. There was no adverse effect on the pt.